Event description:
During a ptca to the circumflex om branch, upon removal of 8 fr al 2 gc, the physician noticed that the brite tip of the catheter was fractured and the braided wire was visible at the catheter's end.